Manufacturer narrative:
Additional information: section h imdrf annex codes and manufacturer narrative, section b describe event or problem, section d device available for eval and returned to manufacturer on. The reported issue device no power. Screen is black was confirmed during fse testing and subsequently validated in the dchu testing process. The device was initially evaluated by the fse according to work order (B)(4), the fse reported that it replaced both controller boards and the drawer board. The fse also replaced the pixie bus cable that routes to all drawers, as a section of the cable had been rubbing against a surface and had worn through to the metal. After completing the hardware replacements, the fse restored power to the unit and reconfigured it in the storage space configuration. Dchu visual inspection one (1) pcba pmc v1.06/v0.09bl hh, p/n 151630-01. The part received showed no signs of physical damage, loose components, fluid ingress or missing components. Two (2) use 331392-01 pcba dwr cntlr v1.10/v1, p/n 151622-01. The parts received showed no signs of physical damage, loose components, fluid ingress or missing components. One (1) assy cbl pyxibus 6 drawer, p/n 120547-01. The part received presented black marks (thermal damage) and copper strands exposed which indicates thermal damage. Dchu laboratory testing pcba pmc v1.06/v0.09bl hh: passed successfully the dmm and hta testing. Use 331392-01 pcba dwr cntlr v1.10/v1, p/n 151622-01 sn (B)(6): passed successfully the dmm and hta testing. Use 331392-01 pcba dwr cntlr v1.10/v1, p/n 151622-01 sn (B)(6): did not pass the dmm testing due to low resistance measured between tp502 and tp505. Assy cbl pyxibus 6 drawer: further testing was not required due to thermal damage found during visual inspection. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the complaint that assy cbl pyxibus 6 drawer, p/n 120547-01 caused by thermal damage; and a faulty use 331392-01 pcba dwr cntlr v1.10/v1, p/n 151622-01 sn (B)(6) caused by low resistance measured between tp502 and tp505. Visual inspection of the black marks (thermal damage) in the copper strands exposed and compromised the drawer's functionality.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had no power and screen was black. As per part investigation, it was determined that black thermal damage marks were observed and copper strands exposed on the assy cbl pyxibus 6 drawer. The customer stated that this malfunction occurred while dispensing the medication, and the user managed to get the medication from another pyxis station, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had no power and screen was black. The customer stated that this malfunction occurred while dispensing the medication, and the user managed to get the medication from another pyxis station, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-may-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the issue was caused by a faulty drawer connection that led to a power failure. A field service engineer removed the station¿s back panel and identified that drawer three was causing the power-down issue. The engineer replaced both controller boards, the drawer board, and the pyxis bus cable, which had been rubbing through and touching metal. After replacing the components, the station was powered back up and configured in storage space configuration. Testing was performed using hardware test application (hta), and the customer successfully logged in and verified that the inventory drawer and station were functioning as designed. Proactive preventative maintenance was performed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es device had no power and screen was black. The customer stated that this malfunction occurred while dispensing the medication, and the user managed to get the medication from another station, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.